Manufacturer narrative:
The memory content as well as the therapeutic functionality of the ICD were analyzed. In the available iegms the occurrence of noise was observed in the atrial as well as the farfield channel, confirming the clinical observation. The impedance data before explantation date were not available for analysis. However, a thorough analysis of the ICD, especially of the sensing and impedance measurement functions as well as the ability to deliver therapies, proved the device to be fully functional. Upon receipt the lead was found cut into two fragments. Both parts were received for analysis. However, at the distal fragment next to the cut, approx. 8 cm of outer insulation were missing. Visual inspection revealed insulation damages approx. 7 cm and approx. 28 cm distal to the is-1 connector pin which can be considered as root cause of the clinical observations. Based on the characteristics as well as the locations of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can in the case of the proximal damage and mechanical interaction between the lead body and a nearby lead for the more distal damage. The analysis of the devices did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 69 months, intermittent impedance drops and oversensing in the atrial channel were reported since october 2014. During the ICD exchange due to expected eri status, the atrial lead was also replaced. Both products were returned to biotronik for analysis. The ventricular lead was reconnected to the new system. No adverse patient side effects have been reported.